Event description:
It was reported that the cartridge was damaged at the patient line, interrupting insulin delivery. Customer's blood glucose (bg) level was approximately 600 mg/dl with trace ketones. The customer administered a correction bolus to address the bg. Reportedly, a new cartridge was loaded to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.